Event description:
It was reported that an ilet bionic pancreas did not appear to charge until the user removed the case and placed the device on the charger with the screen facing upward, after which a solid green light appeared and charging proceeded. No symptoms were reported. Outcomes included no clinical impact and no medical intervention. Investigation included technical support troubleshooting through user re-instruction on proper charging orientation. Investigation of this case revealed that the device functioned as designed when used as instructed and that the issue was attributable to user technique. It was concluded that no device malfunction occurred and the event was resolved with use guidance.